Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Additional information was requested on 01/02/2013 and 01/06/2013 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).

Event description:
An executive assistant reported a pt with an unexpected outcome following intraocular lens (iol) implant surgery. She reported the surgeon is planning a piggyback or a lens exchange. Additional information has been requested.